Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, a broken screw at the third tmt joint was discovered via radiographic image from a 12-month post-op follow-up. No other patient outcomes were reported as a result of this event. The device was not returned for evaluation as it currently remains implanted in the patient with no scheduled plans to revise.the device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, a broken screw at the third tmt joint was discovered via radiographic image from a 12-month post-op follow-up. No other patient outcomes were reported as a result of this event. All hardware currently remains implanted. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.

Event description:
It was reported that after an initial bunion surgery (B)(6) 2023, a broken screw at the third tmt joint in the right foot was discovered via radiographic image from a 12-month post-op follow-up. No other patient outcomes were reported as a result of this event. All hardware currently remains implanted. Although there has been no injury reported and this malfunction has not resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, a MDR will be filed to ensure full compliance with 21 cfr part 803.

Manufacturer narrative:
Updated fields: a2: date of birth: (B)(6) 1989. B5: describe event or problem: it was reported that after an initial bunion surgery on (B)(6) 2022, the patient experienced a medial cuneiform fracture. The patient is experiencing pain and swelling. No deficiencies or malfunctions were alleged with any tmc device. All hardware currently remains implanted, with no scheduled plans to revise or remove the hardware reported at this time. G3: date received by manufacturer: 09-04-2024. G6: type of report: 30-day follow-up. It was reported that after an initial bunion surgery on (B)(6) 2023, a broken screw at the third tmt joint on the right foot was discovered via radiographic image from a 12-month post-op follow-up. No other patient outcomes were reported as a result of this event. The device was not returned for evaluation as it currently remains implanted in the patient with no scheduled plans to revise. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. However, the device was likely subjected to excessive bending stresses which resulted in its breakage. The company will supplement the MDR as necessary and appropriate.